Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was unable to perform active occlusion troubleshooting and reverted to manual dose injection.